Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that the front riggings are bent. Dealer also states that the client has aftermarket boots on the front riggings. MDR filed

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.